Event description:
A customer reported observing positively biased quality control results for several assays. Biased pt results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.